Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms had occurred and the customer had been unable to deliver a bolus due to the multiple occlusions. The customer's blood glucose (bg) level was impacted (high 200s to low 300s mg/dl). The customer took manual injections to address bg level. A system check performed with tandem technical support indicated the infusion set tubing as a possible cause of the occlusions. However, this was unable to be confirmed. Although requested, follow up information regarding this event was not provided by the customer.